Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation a 75 y/o male patient had a left knee replacement on (B)(6) 2018. Approximately 4 years and 9 months after the initial procedure the patient had a left knee revision on (B)(6) 2022 due to pain and stiffness. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report rec'd on 25 apr 2023: no evidence of infection. Moderate amount of reactive synovitis. Synovial fluid and deep tissue cultures were sent to microbiology. Total synovectomy was performed. The patient was transferred to the pacu in stable condition.

Manufacturer narrative:
H6: added clinical code and component code, type of investigation, investigation findings and investigation conclusion. 10: (B)(6) 02-010-01-0250 - logic femoral ps cem left sz 5. (B)(6) 02-012-41-5040 - logic tibia traptray cem sz 5f/4t. (B)(6) 200-02-35 - three peg patella 35mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, g4, h6 the following sections were corrected: d1, d4, h6 MDR section codes updated/corrected: a, b, e, g the reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral debonding, prosthesis wear, and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.